Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 219 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected restarts, resetting of settings anomalies, check settings alerts, motor error alarms noted. Unable to confirm motor error alarm in alarm history screen due to overwritten history file. Passed pump self test, displacement test, rewind test, basic occlusion test and prime. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.